Event description:
A report was received that the pt was explanted due to pain at the pocket site. The pt is very thin and was experiencing discomfort and pain. The pt was reportedly doing well after the surgery.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.